Manufacturer narrative:
Device not accessible for testing: (4117/3233): display cover is currently on backorder. Service has not ben scheduled. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display was cracked. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The customer cancelled the repair. The getinge field service engineer (fse) stated that the customer intends to replace the top cover. The iabp is functional and was cleared for customer use.